Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator and interface were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a collimator iris potentiometer error code. This error will result in a no boot situation. No report of patient injury.